Event description:
Caller states the patient tested 6.2 inr and 6.6 inr on the coaguchek xs system and 4.2 inr on a (B)(6) lab. Caller states that the coumadin dose was held based on the lab result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.